Manufacturer narrative:
The device was returned to olympus regional repair center. The evaluation confirmed the customer¿s reported issue as no image was displayed on the monitor; troubleshooting confirmed that the printed circuit board is defective and the circuit boards have corrosion, moisture. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ocg) was informed that the customer visera elite video system center has no image during an unspecified event. No death, injury or harm was reported to olympus. The device will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the dp board damage could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.